Event description:
Per the pt, she realized that her pump had been off for about 2 hrs, when she finally figured out the "generator sound-like" noise was coming from her crono five pump. Pt was not harmed by the pump stopping. She switched to her other pump and restarted her remodulin. A replacement pump is being send out for tomorrow morning. Md office notified. Dose or amount: 69.5ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2008 to current. Diagnosis or reason for use: pah.